Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the it was reported that the wake button was delayed in response. Reportedly, the pump ¿may have been dropped.¿ customer declined follow up from tandem technical support. There was no reported adverse impact.